Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was performed via right side entry, up and over for left sfa atherectomy, pta, and stent deployment. The 200mm stent was post dilated with the powercross balloon. The powercross deflated properly, but when removing the balloon it stretched and ripped. Nothing was left in the body and nothing had to be retrieved. We did have to take extra steps including use of ivus to make sure nothing was left behind. Investigation of the returned balloon on (B)(6) 2013 found both radial and longitudinal tears.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.